Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of sepsis and hospitalization. The patient¿s spouse reported the sepsis originated in the patient¿s pd catheter (not a fresenius product); however no additional details were made available. Limited additional information precluded a more comprehensive investigation. The risk for sepsis is significantly increased in patients with esrd, largely due to the patient¿s compromised immune system and/or other associated comorbid conditions. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device and/or product caused or contributed to the serious adverse events. Furthermore, there is no report any fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to sepsis originating from the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s spouse revealed the patient remains hospitalized in critical condition as of (B)(6) 2022 and has transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (hospital records, medication records, treatment data) have thus far proven unsuccessful. However, the patient¿s spouse stated there were no concerns with any fresenius device(s) and/or product(s).

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to sepsis originating from the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s spouse revealed the patient remains hospitalized in critical condition as of (B)(6) 2022 and has transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (hospital records, medication records, treatment data) have thus far proven unsuccessful. However, the patient¿s spouse stated there were no concerns with any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.